Manufacturer narrative:
The device was returned to olympus for inspection. An exact root cause could not be identified. Based on the results of the investigation, it is likely the adhesive began to degrade. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the adhesive part of the lighting lens and objective lens of the duodenovideoscope were scraped. There were no reports of patient involvement.